Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 350cc mentor smooth round moderate profile saline breast prosthesis, experienced left side deflation post-operatively. Deflation confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with two 290cc mentor smooth round high profile saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage nor the etiology of the brown material found on the device. A manufacturing record evaluation (mre) of lot number 5604462 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).